Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2231503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f mynx control vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The device was intended to be used for hemostasis after a percutaneous coronary intervention (pci). The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 6f mynx control vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The device was intended to be used for hemostasis after a percutaneous coronary intervention (pci). Multiple attempts to obtain additional information were made without success. A non-sterile 6f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed, and the stopcock was found open. The sealant was not present as expected per the button 1 and 2 positions. Additionally, neither the syringe nor the catheter sheath introducer (csi) used were returned with the device. No additional anomalies were observed during this analysis. Functional testing was executed using a cordis lab syringe. After the balloon was manually retracted, the inflation function was successfully achieved. A product history record (phr) review of lot f2231503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no rupture noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.